Manufacturer narrative:
The reported event of failure to alarm file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted CAPA reference (B)(4). The customer stated that there was patient involvement

Event description:
The customer reported that a pump did not alarm or give any indication that air was in the line until they received this message displayed on the device "accumulated air alarm-a large number of air bubbles smaller than the current air-in-line limit has recently passed the detector. Clear air form line, press the reset key and restart to continue infusion.¿. Infusing was a piggy back antibiotic onto a ns primary line. There was no patient harm.